Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping or scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had up arrow it wasn't had a click and barely touch it scrolls up on its own. The customer's blood glucose level was unknown at the time of the call. The customer reported issue with the up arrow key on the pump and the damage to the button keypad anomaly. Insulin pump will be returned for analysis.